Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial misload was due to a bent valve strut and a frame node overlap, which was identified via fluoroscopic inspection.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 28-aug-2026, UDI#: (B)(4) other medical devices in use during the event include: product ID: evproplus-23; product serial number: (B)(6); product type: 0195-heart valves; implant date: n/a product ID: l-evprop23-29; product lot number: 0012362261; product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with a type 0 bicuspid aortic valve with minimal calcification on the leaflets and a wide left ventricular outflow tract (lvot), the first 23mm valve was loaded into the delivery catheter system (dcs). It was noted that the implanting physician was not satisfied with the load and requested a new valve to be reloaded into the dcs. The new 23mm valve and dcs were advanced and deployment was attempted; however, the valve dislodged due to the wide lvot and minimum calcium, and severe paravalvular leak was observed at 80% deployment. Subsequently, the valve was recaptured and withdrawn from the patient, and a new 26mm valve was used for implant.

Manufacturer narrative:
Image review: a static image and media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review therefore it is not possible to validate adequate valve size. It was reported that the first valve loaded was a 23 millimeter (mm) and fluoroscopic valve load inspection showed some irregularities in the capsule suggesting a possible misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A new 23mm evolut was loaded and confirmed a good load. During the implantation attempt, the valve visibly moved ventricular resulting in a very deep position. It was reported that the 23mm was not implanted and a 26mm evolut was used to complete the procedure. Images of the implanted valve were not provided. Update data: h2 h3 h6 - results code c07 is applicable to the system reported device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.